Event description:
It was reported that the patient's first ins only lasted 7 months and the patient believed it was because the settings were too high.

Manufacturer narrative:
Product ID 7495-51, lot # serial # (B)(4), implanted: (B)(6) 2000, explanted: product type extension, product ID 7495-25, lot # serial # (B)(4), implanted: (B)(6) 2000, explanted: product type extension, product ID 3888-28, lot # j0010330v, serial # implanted: (B)(6) 2000, explanted: product type lead.